Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed self test, error test, displacement test and basic occlusion test. Unable to prime unit during prime/a33 test due to loose / tilted drive support disk. Unable to perform, occlusion test and excessive no delivery test due to prime anomaly. Unit received with cracked case at reservoir tube and battery tube threads. Unit received with partially broken reservoir tube lip. Unit received with minor scratched lcd window.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on the reservoir compartment of their insulin pump. The customer was having issues with high blood glucose after falling down the stairs. The customer was admitted to the hospital and was advised to be on a temporary basal. The patient's blood glucose level was 302 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.